Event description:
Customer reported pump required frequent charging and issued alarms that drained the battery, especially overnight. There was no adverse impact to the customer¿s blood glucose level. He declined further follow-up, and because the device was out of warranty, he began the renewal process for a replacement.